Event description:
Customer reported that the pump caught fire and was burning, melting, and smoking while charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.